Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism activated 10 minutes after pod activation. The patient's blood glucose levels rose to 350 mg/dl while wearing the pod for between 37 and 48 hours.

Manufacturer narrative:
The data showed that the pod went into an 0x18 alarm, which is defined as "pod has reached empty reservoir". The downloaded data does not show any timeouts or drive stalls. The pulse width increases slightly towards the end of the run but doesn't reach timeout. The reservoir of the pod was found empty, as expected with a 0x18 alarm. The reservoir was filled with test fluid to perform the fluid path test and no issues were observed. The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 4060 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.